Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The patient has been in the hospital since (B)(6) 2016 for something unrelated to the pump; her preexisting chronic pain levels were out of control and she was vomiting. The patient has preexisting escalated pain all the time, was very sick, and would have crises, which was the reason the pump was implanted to help those levels. But when the patient has a crisis everything is worse. Because she was admitted to the hospital, she did not make it back to her pump refill appointment on (B)(6) 2016. Two to three days after the refill appointment the pump was alarming with a single beep. Then on (B)(6) 2016 the patient heard the dual alarm. The sound was consistent with the pump&#62688;alarms. As of (B)(6) 2016 the patient's pain pump had run dry, was empty, and alarmed all the time. The patient's current healthcare provider at the hospital had reached out to another healthcare provider as an option to refill the pump, but that healthcare provider indicated that the patient had to be discharged before the pump refill could be done. The patient's pain was out of control and the IV (intravenous) medications weren't controlling the pain. The patient wasn't eating. The patient's pump was implanted in 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.